Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and there was hemostatic valve failure on the device. Additional information was received indicating that the hemostatic valve was broken/cracked and there was leakage. The hemostatic valve dislodged inside the hub. It did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on a patient. No air entered the patient¿s body. Blood return was observed, and the amount of blood lost could not be quantified but was ¿not a little.¿ a brk transseptal needle was used. The physical damage was found only on the hemostatic valve.

Manufacturer narrative:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and there was hemostatic valve failure on the device. Additional information was received indicating that the hemostatic valve was broken/cracked and there was leakage. The hemostatic valve dislodged inside the hub. It did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on a patient. No air entered the patient¿s body. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000142 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).